Manufacturer narrative:
Physio-control further evaluated the removed therapy connector and determined that the cause of the reported failure was due to a missing insert for the apex pin. Without the insert in the connector, the mating pin would not make contact and couldn't be recognized.

Event description:
The customer reported that when charging the defibrillation energy on their device, it prompts them to connect electrodes. When this occurs, the customer does have a test load connected. This prohibited the patient from receiving defibrillation energy at that time. The customer reported that there was patient use associated with the reported failure; however, no information was provided regarding the patient or the outcome of the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device will be returned to the customer for use.